Manufacturer narrative:
The reported product remains implanted in patient; therefore, product analysis could not be performed. As a result, the cause of the clinical observation could not be conclusively determined. Linked MDR 2029214-2017-01043 2029214-2017-01044 2029214-2017-01045 2029214-2017-01046 2029214-2017-01047 2029214-2017-01048 2029214-2017-01049 2029214-2017-01050 2029214-2017-01051 2029214-2017-01052 2029214-2017-01053 2029214-2017-01054 2029214-2017-01055 2029214-2017-01056 2029214-2017-01057 2029214-2017-01058 2029214-2017-01059. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that within 30 minutes of 2 pipeline flex placement for treatment of the patient's aneurysm neck bleeding, imaging showed contrast medium congregated at the vertebral artery. The patient's perfusion worsen. To prevent cerebral edema, the patient underwent emergent drainage in the operating room. This patient had an aneurysm at paraclinoid segment of internal carotid artery. He had undergone an initial treatment of flow diverter placement 2 days prior. It was reported the patient had been on dual antiplatelet treatment prior to the initial flow diverter implant. The 2 reported pipeline flex flow diverter were placed connected to the initial flow diverter. The patient's first day condition post emergent drainage treatment was reported as remained unchanged as pre-op.

Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.